Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator in backup operation with product code intact. After a device download, normal function ensued. Backup operation did not recur during the entire performance test.

Event description:
It was reported that the pulse generator was found in backup vvi post implant. The device had not been interrogated prior to implant. The device was explanted and replaced.